Event description:
It was reported by the rep the device was used during a laparoscopic pelviscopy. Upon insertion of the 350l trocar, the plastic tip dislodged and remained in the abdomen. The tip was retrieved. 08/05/1998 extended time was added to the procedure in order to retrieve the tip of the trocar. There was no consequence to the patient.